Event description:
It was reported that during pretest the sterile water was injected, and the foley catheter balloon was confirmed to be inflated. After that, tried to drain the water but were unable to do so and had difficulty in draining.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Visual: received 1 all-silicone foley catheter with packaging. Verified material number 165814, batch number ngjw4209 and manufacturing lot number ngjx0106. Visual inspection noted no obvious observations. The catheter balloon is inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using inhouse syringe. The balloon inflated with no difficulties. However, asymmetric balloon was observed with balloon concentricity 100/0. The catheter balloon 10ml was deflated within 02min25sec. This is within specification per inspection procedure (B)(4), revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections: d, h. Initial reporter name: social welfare corporation onshi foundation saiseikai branch kanagawa prefecture saiseikai yokohama city nanbu hospital UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest the sterile water was injected, and the foley catheter balloon was confirmed to be inflated. After that, tried to drain the water but were unable to do so and had difficulty in draining. Per notification from ucc on 17dec2025, it was reported that balloon concentricity 100/0 was found during sample evaluation on 28oct2025.